Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient was experiencing severe pain and a burning sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type ii. It was reported the patient had a fall. Patient stated she had a few falls and only one seemed to have caused a malfunction and they had to reprogram. Pss verified the fall and resulting "malfunction" was a need for reprogramming; patient stated yes. Patient reported the fall happened years ago and caused therapy to malfunction. Patient stated it has malfunctioned since. Patient stated they did reprogram the therapy. No further complications were reported/anticipated.